Manufacturer narrative:
No product sample has been returned. Review of device history record (DHR) and incoming records found no discrepancies or anomalies relevant to the complaint. Assay testing, performed by the supplier prior to release of the drug component was within specification. Review of the sterilization certificate for the tray revealed that the product was processed according to validated specification requirements and parameters. Reporting facility periodically monitors supplied drug components stability post ethylene oxide sterilization throughout their expiry. Records show that the supplied drug components continue to meet potency specifications. Complaint information review found no trends relevant to the drug lot number, reported in this complaint. The anesthetics are supplied items and the complaint notification was forwarded to the supplier. Based on available information and evidences no product quality problem could be confirmed. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. Complaint information will continue to be monitored for any new information or adverse trends and future actions will be taken accordingly. UDI is unknown, no product information has been provided to date.

Event description:
It was reported that the patient did not get the spinal effects when the kit was used in a spinal case. The patient then needed to be put to sleep with general anesthesia. Additional information was requested; however, no further information was received.